Manufacturer narrative:
The local area field representative was contacted for additional information. At this time no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The device was reprogrammed unipolar pace and bipolar sense. It was noted the patient was in atrial fibrillation (afib). Boston scientific technical services (ts) discussed as this system was recently implanted, the ra lead could be under inserted. Additionally, noise and oversensing occurred on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. The health care professional (hcp) suspected the ra lead may be dislodged and planned for the patient to follow-up in the clinic for further troubleshooting. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the ra setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated a revision procedure was performed. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. Subsequently, the ra lead was re-inserted into the device header, and noise was still observed on the electrogram (egm). The ra lead was removed and re-inserted again with the terminal pin visible in the device header. Noise was still visible on the egm and the pacing impedances were greater than 3000 ohms. It was determined to be a setscrew issue, and the pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.